Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B) (4). Sutures.

Event description:
The distributor reported that during cataract surgery, there were difficulties delivering the crystalens iol with the amo lens injector system. Intervention was performed in order to enlarge the incision, remove the lens, and suture the incision. A second crystalens was implanted successfully. The amo lens injector system has not been validated or approved for use with the crystalens.